Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/06/2015).the patient¿s meter has been returned on 6/17/2015 and evaluated by lifescan product analysis on 6/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to a onetouch ultraeasy meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first occurred at 5:44am on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿11.3mmol/l¿ on the subject meter and ¿7.8mmol/l¿ on a onetouch ultraeasy meter within 30 minutes of one another. The patient manages their diabetes with ¿6-11 units of insulin (depending on subject meter result), 5mg of onglyza and 6mg of amaril per day¿. The patient made no changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that an unknown period of time before this inaccuracy occurred they experienced the symptoms of ¿sweating, trembling and shaking eyes¿. The patient self-treated these symptoms at 5:50am on (B)(6) 2015 by consuming additional food and/or drink. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient¿s products were replaced and requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.